Event description:
It was reported that the patient underwent a revision procedure 7 years and 8 months post implantation due to a periprosthetic fracture after a fall at home. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00877503202, item name bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14, lot # 2875844. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6: mechanical (g04) - stem h11 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. An x-ray image was provided, however was not further reviewed by a health care professional as the image is dated post op x-ray with 8-year timespan between initial surgery and periprosthetic fracture. Additional imaging is required to correlate with the fracture. Medical records were provided only for the primary with a torn abductor tendon and osteoarthritis, no intraoperative complications noted from the primary surgery. The patient had a revision due to a periprosthetic fracture after a fall at home. No images/medical records were provided for the revision surgery. A definitive root cause cannot be determined. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.